Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to inspect and clean the pump components using specific instructions, leading to a successful resolution where the customer completed the load process and resumed insulin delivery.